Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. Only the button and approximately 4 inches of one closed loop line. No other parts were returned. The ultrabutton shows wear and evidence of being touched multiple times with a sharp instrument such as a grasper. There is a foreign black wad of fibers attached to the underside of the button. The closed loop has been placed through a button slot. One suture end has a fraying break. The other suture end has been partially cut with its remaining fibers being frayed and broken off. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification is required with each lot. Also, the operator must verify tensile strength complies with the ¿straight pull braid strength (no knot)¿. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or contact with a sharp grasper/instrument. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unknown procedure, the ultra button had a breakage. There was a delay greater than 30 minutes. The procedure was completed using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.